Event description:
Sear on large volume IV pump module (model 8100) broke into three pieces. The break occurred around the hole for the hinge pin (opposite the side with the set screw). The sear had to be replaced. FDA safety report ID# (B)(4).